Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 220 mg/dl. During troubleshooting, customer mentioned there wasn't new infusion set available at time of call. Customer mentioned the issue was resolved by a reservoir change. Customer will not be returning the reservoir for analysis.